Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Dr-002788 has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During this total knee replacement the tibial component was found to be rocking and loose after cementation with smartset ghv. The surgeon had to remove the tibial component and chip the cement out of the tibia. He then re-cemented the tibial component with stryker simplex cement, with a good outcome. Case delayed by 30 minutes.